Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the electrodes were causing the skin to itch. The patient reported having a history of skin sensitivity and described the irritation as red blotches appearing as sores under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. The patient reached out to the doctor who recommended the patient use general topicals for the irritation. Follow up indicated the irritation improved.